Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that during a routine follow-up, >1990 ohms impedance was noted in the bipolar configuration. >1990 ohms was also seen intermittently in the unipolar configuration. Bipolar capture thresholds were 5.0 v, 1.6 ms. Intermittent undersensing was also noted at 0.5 mv sensitivity. The device was subsequently replaced.